Manufacturer narrative:
Device evaluated by MFR.: fg nc emerge mr us, 2.75mm x 15mm was returned for analysis. A visual and tactile examination identified a kink in the mid shaft at 2cm from the guidewire exchange port. No issues identified with hypotube. Microscopic examination of balloon material found no issues. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis. E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous coronary intervention. The 85% stenosed, 2.9mmx28mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. During insertion, the device delivery shaft was fractured, and the balloon tube had a kink mark. The balloon was withdrawn from the body and a new device was used to complete the procedure. The patient condition following the procedure was stable.

Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous coronary intervention. The 85% stenosed, 2.9mmx28mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. During insertion, the device delivery shaft was fractured, and the balloon tube had a kink mark. The balloon was withdrawn from the body and a new device was used to complete the procedure. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).